Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). An actual sample was received and the following tests were performed; a visual inspection was performed to the sample and the results were satisfactory; all components were present, in the right position and complete. A pressure test under water at 8.0 psi +/- 0.5 psi of air was applied to the sample. A leak was detected in the sample between the tubing and housing,the defect was confirmed. The cause of this condition has not been identified. A batch review could not be completed as the lot number was not provided by the customer.

Event description:
A customer reported to baxter (B)(4) of an irrigation set that had a leakage during patient use. There was no patient injury/medical intervention reported. No additional information is available.